Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information has been requested and not yet received.

Event description:
It was reported that patient experienced an infection at the lead site. As a result, surgical intervention was undertaken at an unknown date wherein the lead was explanted to address the issue. Infection has since resolved.

Manufacturer narrative:
B3 date of event is 06mar2026.